Event description:
Physician attempted to use pulmonary biopsy forceps during navigational bronchoscopy. The forceps would not open while down the scope. Physician adjusted the scope's positioning so he was close to the lesion, but the forceps still would not open. The forceps opened and closed without any difficulty outside the patient. A new biopsy forceps was opened and successfully utilized to obtain biopsy. Manufacturer response for biopsy forceps, super dimension pre-marked biopsy forceps (per site reporter). Equipment failure reported via email to manufacturer representative. Equipment is available for return to manufacturer for investigation.